Event description:
It was reported that the procedure performed was to treat bilateral de novo, heavily calcified, moderately tortuous common iliac artery (cia) lesions, each with 100% stenosis. Each side (left and right cia) was accessed via ipsilateral femoral access using a 6f sheath and crossed with a 0.035-inch guidewire. During advancement of the 5.0x40mm armada 35 balloon dilatation catheter (bdc), resistance was met due to anatomy. Once at the right cia lesion for predilation, the balloon ruptured at 8 atmospheres during the first inflation. A second balloon of the same size was used successfully to complete predilation. The procedure was then performed on the contralateral cia. During advancement of the 7.0x40mm armada 35 bdc, resistance was met due to anatomy. Once at the left cia lesion for predilation, the balloon also ruptured at approximately 8 atmospheres during the first inflation. A new 7.0x40mm armada 35 balloon was subsequently used to complete predilation. A non-abbott stent was then successfully deployed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information received, the investigation determined that the reported complaints appear to be related to operational context. There was no leak noted to the balloon during preparation, which suggests a product quality issue did not contribute to the reported difficulties. It was reported by the account that the balloon dilatation catheter (bdc) interacted with the moderately tortuous and heavily calcified anatomy resulting in the reported difficulty advancing the device and subsequently the balloon became damaged and ruptured during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 is being filed under a separate medwatch report number.